Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed a cause for the reported pericardial effusion cannot be determined. Pericardial effusion is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report pericardial effusion. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with grade 4, restrictive posterior leaflet, and an enlarged atrium. A mitraclip xtw (cds0702-xtw, 30106r2099) was successfully implanted at central a2/p2. The mr was reduced to grade 2. A mitraclip xt (cds0702-xt, 30103r1102) was selected to treat the remaining medial mr and was successfully implanted medial from the first clip. The mr was reduced to grade 1-2. It was noted that before deployment, a request to increase the systolic blood pressure to evaluate the remaining mr was made. After the mean blood pressure was approximately 135 mmhg, an echocardiogram revealed a pericardial effusion (pe) and the hemodynamic form patient was unstable. Pericardiocentesis was performed and 2000 ml of blood was removed from the patient, but the patient remained unstable. The patient was referred to undergo heart surgery and was successfully treated. The inferior vena cava was injured, but there was no explanation of how it could have been injured. The patient was reported to be stable post procedure. No additional information was provided.